Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500e, model: sc-2316-50e, serial: (B)(4), batch: 7121243. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing incisional pain despite being a percutaneous trial. The physician decided an early lead pull. No device malfunction was suspected. The leads were discarded.